Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Event details and product identification were not provided for the patients mentioned in the journal article. Initial reporter - the article was written by c. Inngul, r. Blomfeldt, s. Ponzer, and a. Enocson. Product location unknown.

Event description:
Information was received based on review of a journal article titled, ¿cemented versus uncemented arthroplasty in patients with a displaced fracture of the femoral neck,¿ which aimed compare the functional and radiological outcomes of an uncemented hydroxyapatite-coated stem with a cemented stem, in patients undergoing surgery for a displaced fracture of the femoral neck. Four patients identified in the article experienced intraoperative fracture of the tip of the greater trochanter. There has been no further information provided and the patient outcome is unknown.